Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, device test failed, damage (physical or cosmetic), harm reported with no reported allegation of a device malfunction, occluded. The customer reported blood glucose value of 249 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-7040a, unomedical, mmt-332a. The customer reported an insulin flow blocked alarm and the piston was not going down while doing the rewind in the insulin pump. The customer confirmed insulin did not exit during the 5u fill cannula or pump alarmed. The customer was unable to complete set change and received unknown insulin pump alarm. The customer reported that the insulin pump was dropped/bumped with no visible pump damage. The insulin pump failed the displacement test. The customer called for an issue not covered by existing troubleshooting guides. No further patient complications were reported. Mmt-1884 was requested and the customer response was the device will be returned. No product return was required for mmt-7040a. No product return was required for unomedical. No product return was required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump. No unexpected insulin flow blocked alarms noted during testing. Confirmed pump alarmed insulin flow blocked alarm during normal bolus twenty two times on (B)(6) 2024 between 13:05:44.000 to 20:15:11.000 in pump downloaded history. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch. Pump passed functional testing. No current code, device test failed, no delivery and cosmetic damage at reservoir compartment were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.